Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 219 mg/dl. Customer states the insulin pump was neither dropped nor bumped. The customer stated that the insulin pumps half screen was gone and triangle thing at the bottom also corner of the screen was white. Customer stated everything was grey with black lines in it. The devise will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments or partial display.